Event description:
Study ID: depuy - dst202103 subject ID: 00164-028 adverse event term: nonunion is this a worsening of an existing event? No site awareness date: (B)(6) 2023 type of event: local/fracture site side: left is the adverse event serious? Yes severity: moderate this report is for a rfna / 10mm / 360mm standard bend / sterile. This is report 1 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: monument manufacturing date: (B)(6) 2022 expiration date: unknown part number: 04.233.036s, rfn/10mm/360mm/ 5 degree bend/pe inlay/ster lot number: 770p749 (sterile) lot quantity: 6 component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿adverse event non-union¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.